Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the existing production documents, as well as the returned memory excerpt. The manufacturing process of this device was reviewed. The production documents showed no anomalies that could be related to the complaint. All manufacturing steps had been carried out correctly. The returned device data were thoroughly analyzed, and an increased current uptake of the pacemaker was confirmed in the process. The detected current uptake is not as expected. Based on the existing device data, it was not possible to determine the cause of the clinical observation, which is why a prediction regarding the further development of the current uptake and, thus, of the remaining device operating time is not possible. Biotronik has informed the physician about this analysis result, who will decide based on the individual circumstances and the medical evaluation of the patient whether the device will be exchanged. If further relevant information or the device itself become available, this investigation will be updated, and you will be informed accordingly.

Event description:
It was reported that approx. 26 months after implantation, since the follow-up examination on (B)(6) 2020, the device shows increased power consumption.

Manufacturer narrative:
This device was explanted and returned for analysis. After its receipt, the pacemaker first underwent a status interrogation, and the memory content of the implant was analyzed. The analysis of the memory content showed an increased current uptake of the device. In general, a warning message is displayed to the user at the programmer in case of an increased current uptake. The pacemakers capability to provide therapy was tested. The antibradycardic output signal matched the programmed values, and the signal sensing of the device was normal. The pacemaker showed specification-conforming behavior in regard to its device functions. In a next step, the pacemaker was opened, and the components of the electronic module were inspected. The battery was still sufficiently charged. Further analysis identified a damaged capacitor, which caused an increased power consumption and, subsequently, led to the clinical observation. The component was removed from the electronic module, and the current uptake then proved to be as expected. There were no other causes for the increased current uptake than the damaged capacitor. In addition, the manufacturing process of this device was reviewed. The production documents showed no anomalies that could be related to the complaint. All manufacturing steps had been carried out correctly, and the power consumption of the pacemaker, in particular, was inconspicuous. In summary, the clinical observation resulted from an increased current uptake, which was caused by a damaged capacitor of the electronic module. The check of the production history showed that the device functioned properly at the time of shipment.